Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose readings, excessive no delivery alarms and priming. The customer's blood glucose value was 600 mg/dl. The customer treated with 10 units of injection. The customer reported no delivery alarm did not occur during manual prime. The customer was unable to troubleshoot during time of call. The product was not returned for analysis.